Manufacturer narrative:
(B)(4). The evaluation and repair of the device has been completed. The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the operational software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
Covidien reference (B)(4). The evaluation and repair of the device has not been completed.

Event description:
Event description: while the nurse was doing mouth care for the patient, she noticed that the patient had no respirations and then the vent started alarming. The nurse immediately removed the patient from the vent and she ambu bagged the patient with 100% o2. She contacted the assigned respiratory therapist and he got a new vent. What was the original intended procedure? Mouth care. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).